Event description:
Rn began bumetanide drip per md order. Primed IV line and placed in infusion pump. Set the infusion pump to run at 1 ml/hr with volume to be infused at 15 mls (dosage was 0.25 mg/ml with the IV bag containing 20 mls) at 1226. At approximately 1400, checked the bumex when handing patient off to another rn. The entire bag had infused. Checked the pump settings which showed 1 ml/hr with more than 13 mls left to infuse. Checked the floor and patient bed for any extra fluid. IV bag checked and no holes identified. Contacted the md who was ok with the 5 mg dose. Orders to stop bumex drip for now with the possibility of restarting the drip on night shift. No harm to the patient. Review of the pump history indicated that the pump was set at the correct rate. The pump was sent for evaluation to a third party consultant. Testing of the pump did not reveal any failure that would contribute to a gross infusion delivery error. The pump has been returned to b.braun for their evaluation of the pump. No report recieved as yet.======================manufacturer response for infusion pump, infusomat space s (per site reporter)======================the cno of the hosptial called (B)(4), senior infusion systems specialist to discuss our concerns about this event and two others that happened in a short period of time that are also being entered into medsun. He stated he was not aware of any other reports like these.